Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation wil be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01509. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. During the procedure, the tip of the needle broke off. The needle pieces were retrieved from the pt. There were no adverse pt consequences reported.